Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is unable to communicate with any external devices and the patient programmer is displaying an error message. Stimulation ceased 3 weeks ago. Reportedly, the ipg is inoperable. Surgical intervention was undertaken on (B)(6) 2015, explanting and replacing the ipg. Effective stimulation was restored postoperatively. The issue is resolved.